Event description:
A customer contacted baxter's technical service center to report having a fluid leak after disconnecting from the homechoice (hc) machine during dwell 3 of 4. The care giver (cg) stated that the home patient (hp) disconnected from the hc and let solution run out of the patient line while the hp was walking around. The cg attached a minicap to the patient. The technical service representative (tsr) advised the cg to end therapy and call the nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated that the transfer set separated from the catheter which caused the leak. The cg did not know the cause of the separation; the hp woke up to find fluid leaking on her bed. The cg stated the hp developed an infection which has since been treated. The hp has recovered and has resumed therapy. No further information was available. The hp's peritoneal dialysis nurse was contacted to ask if the transfer set that became separated was available for evaluation and the nurse indicated that it was discarded. The nurse also indicated that a repeat culture was done and indicated that the patient did not have peritonitis or any other infection.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.